Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off.

Manufacturer narrative:
Corrected data: one (1) viper set screw cannulated polyaxial driver shaft [product code: 2867-20-000] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for examination. The fracture analysis reveals evident plastic deformation. The texture of the fracture is consistent across most of the surface suggesting the driver underwent a quasi-static overload failure with a probable termination side marked by a region of increased surface roughness. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cannulated polyaxial driver shaft distal tip breaking cannot be positively determined. However, the fracture analysis report reveals evident plastic deformation. The texture of the fracture is consistent across most of the surface suggesting the driver underwent a quasi-static overload failure with a probable termination side marked by a region of increased surface roughness. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.